Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the exact cause of the cerebral infarction 10 days post deployment of the valve cannot be confirmed. In addition to the procedure itself, patient factors (female gender, advanced age, bulky native leaflet calcification) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(6) and through the (B)(6) case registry, a 23mm sapien xt valve was successfully deployed via the transfemoral approach. On postoperative day (pod) 10, the patient suffered an ischemic cerebral infarction. The patient¿s ¿activities of daily living¿ (adl) significantly declined thereafter. This event was reported to be a ¿serious event resulting in disability¿. Per medical opinion, the cerebral infarction was not related to the implanted valve or to the tavr procedure. The native annular diameter measured 18.7mm by tte and 16.72mm x 29.21mm by CT with a valve area of 379.75mm2. Bulky ncc leaflet calcification and ¿continuous¿ calcification from the lcc-ncc commissure to aortomitral continuity was reported. The aortic root was also reported to be narrow.

Manufacturer narrative:
As reported in an article, ¿successful cerebral thrombectomy for a nonagenarian with stroke in the subacute phase after transcatheter aortic valve implantation¿, new-onset atrial fibrillation (af) and left atrial appendage (laa) thrombus were detected post procedure, which was presumed to be a cause of the previously reported cerebral infarction. Tee did not detect laa thrombus during the procedure. Also, af was not detected on electrocardiogram. Antiplatelet therapy was administered post procedure. Diuretics and human atrial natriuretic peptide were also added for 3 days due to worsening heart failure; however, the patient did not have any af while in the ICU. On postoperative day (pod) 10, the patient suffered aphasia and right hemiparesis. Emergent brain magnetic resonance imaging (MRI) revealed an occlusion of the left middle cerebral artery (mca) and acute ischemic lesions in its territory. Endovascular thrombectomy was performed without intravenous tissue plasminogen activator. Post procedural angiography demonstrated successful recanalization of the entire left mca. Post procedural MRI showed no worsening of the cerebral infarction and no hemorrhagic changes. Anticoagulation therapy with heparin was added to dapt for 8 days following thrombectomy. Subsequently, aspirin was withdrawn and oral anticoagulation with warfarin was started. On pod 12, tee revealed a thrombus in the laa that was presumed to be the cause of the stroke and af was judged to have occurred after tavi. On pod 39, the patient was discharged with symptomatic improvement. In this case, the cause of the cerebral infarction 10 days post deployment of the valve is attributed to a newly diagnosed left atrial appendage and new on-set af. Reference for article: matsuo, k., fujita, a., tanaka, j., nakai, t., masaaki, k., hosoda, k., shinke, t., hirata, k., kohmura, e. (2017). Successful cerebral thrombectomy for a nonagenarian with stroke in the subacute phase after transcatheter aortic valve implantation. Surgical neurology international. Retrieved from www.ncbi.nlm.nih.gov/pubmed/28904820.